Manufacturer narrative:
(B)(4). The cassette was not returned and the lot number is unknown; therefore, a device analysis cannot be completed. Use errors and proper user instructions are addressed in "the homechoice and homechoice pro apd systems patient at-home guide", which is shipped with every homechoice device. The guide warns the user to make sure all clamps on unused fluid lines are closed securely. The guide instructs the user to close all clamps while preparing to load the disposable set. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during peritoneal dialysis (pd) therapy, a system error (se) 2240 alarm (air in line) occurred on the homechoice (hc) machine during dwell 3 of 4. The home patient (hp) was connected at the time of the alarm and there were no leaks or wet lines. During trouble shooting, a baxter technical service representative (tsr) found the hp forgot to close off a spare line that was not in use. The tsr assisted the hp to clear the alarm, so the hp may unload the supplies and end the therapy session. The caregiver (cg) would call the patient's pd nurse for further medical instructions. There was patient involvement; however there was no patient injury or medical intervention. No additional information is available.